Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that there were scratches on his insulin pump screen that made it difficult to read the display. The patient's blood glucose at the time of incident is unknown. The customer stated that the insulin pump may have gotten damaged due to his workplace; he operates heavy machinery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window. Unable to confirm the broken belt clip due to the pump being received without a belt clip.